Event description:
A caller reported an error with their continuous glucose monitor (cgm) displaying error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with instructions to reset the pump, and after completing the reset, the error code did not appear again. The caller successfully started their sensor session.